Event description:
It was reported that a pt enrolled in a post-market clinical study underwent an x-stop procedure at level l4-l5. Approx ten months post-procedure, the physician removed the x-stop device. Reportedly, the device was removed because the pt had return of symptoms secondary to a fall she experienced post surgery for the x-stop which changed her grade 1 spondylolithesis, which she had prior to implant, to a grade 2 spondylolithesis. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative. Eval summary: one peek spacer assembly and one wing assembly were returned for eval. Visual inspection indicated: the product was returned for eval. No other visible damage or defects were noted with the returned product. Conclusion: based on the results of the eval there are no functional or visual issues with the device.